Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul2019. The product service engineer (pse) confirmed the reported issue of led failure. The pse replaced the unit's power switch overlay to resolve the issue. The unit passed testing and was ready for service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The manufacturer's product support engineer found during preventative maintenance that the unit's green power led had illumination failure. The customer reported there was no patient involvement.